Manufacturer narrative:
Product event # (B)(4) evaluation code method: product not being returned to maufacturer for analysis. (B)(4).

Event description:
Surgeon said he had post-op flap necrosis on larger breasted women with use of plasmablade that he never had with a bovie. Surgeon stopped using the plasmablade.